Event description:
Per the clinic, the patient underwent skin revision surgery (specific date not reported) due to hypertropic scar and subsequently was treated with oral antibiotics (specific date and duration not reported).